Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Both the hemopro 2 and the cannula were returned for evaluation. Signs of blood and clinical use were observed. Tissue buildup was observed on the jaws of the hemopro 2. The devices did not have any visual signs of damage. The jaws opened and closed with no problems noted. The c-ring on the cannula advanced and retracted with no problems noted. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Reference hemopro 2 final test. Based on the results of the evaluation, the reported complaint was unable to be confirmed for any failure mode during testing. We were unable to reproduce a failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-4001 - vasoview hemopro 2 with vasoshield did not operate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hp2 (vh-4001) did not operate after opening kit. Replaced device before patient use.

Manufacturer narrative:
On 03/09/2016 02:37 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4)

Event description:
On 02/18/2016 10:54 am (gmt-5:00) added by (B)(6): the hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-4001 asoview hemopro 2 with vasoshield did not operate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. On 02/18/2016 10:18 am (gmt-5:00) added by (B)(6): hp2 (vh-4001) did not operate after opening kit. Replaced device before patient use.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-4001 - vasoview hemopro 2 with vasoshield did not operate. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hp2 (vh-4001) did not operate after opening kit. Replaced device before patient use.